Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with a heart rate in the 40 bpm range. The presenting electrogram looked suspicious showing pacing spikes with no qrs complex, suggesting loss of capture with the right ventricular (rv) lead. The device was checked and capture was re-established by changing the pacing outputs to obtain an adequate pacing threshold safety margin. The patient refused further interventions related to the lead. All other lead measurements were normal. The patient's following physician will be contacted. No further interventions were taken.